Event description:
Additional information was obtained from the patients physician. The cause of the event was unknown. It was unknown if the device had high impedances. There were no injuries.

Event description:
It was reported the patient had a return of symptoms in (B)(6) following a fall. The patient indicated that they fall often. The patient also reported a urinary tract infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.

Manufacturer narrative:
Product ID 3889-28 lot# v521988 serial# implanted: 2010-(B)(6) explanted: product typ lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).